Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found all bands present with the sixth band moved out of position and caught under the fifth. It was noticed that the crimp was present on the trip wire. The ligator head teeth were bent and the suture was broken. The trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.